Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained in drawer a. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that some vial in drawer a resulted in false positives. The problem occurred yesterday. The customer confirmed the vials were false positive by performing a gram stain. They are requesting an fse to check the instrument while they are there servicing another instrument.

Manufacturer narrative:
H6: investigation summary a failure was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6)). Customer indicated false positives. Bd remote assistance communicated with the customer and confirmed that the false positives are caused by loose cap on the calibrator tube. The false positives issue resolved by tightening the cap on the calibrator tube. The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) revealed no previous complaints related to this issue. The root cause was customer workflow induce. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained in drawer a. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that some vial in drawer a resulted in false positives. The problem occurred yesterday. The customer confirmed the vials were false positive by performing a gram stain. They are requesting an fse to check the instrument while they are there servicing another instrument.